Event description:
Information obtained that the patient had recently passed away. No other relevant information has been received to date.

Event description:
Obituary obtained noting that the patient passed away due to a brief illness. But the details of the illness and the patient's cause of death is unknown. No other relevant information has been received to date.